Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular channel that was classified as vf. The noise was noted on stored egms, but could not be recreated with isometrics. At the time the episodes were recorded, the patient stated, he was running.

Manufacturer narrative:
All information provided by manufacturer.